Event description:
It was reported that the patient was admitted to the hospital for abdominal pain on (B)(6) 2011. The patient had experienced nausea, vomiting, and abdominal pain over the past month. An endoscopy showed the leads had eroded through the gastric wall and were present within the stomach. The neurostimulator and leads were explanted without complication and the patient tolerated it well. Abdominal pain improved and no signs of infection were present during hospitalization. Preoperative antibiotics were not administered as the patient had already been taking antibiotics. The patient was in stable condition and recovered without sequela. The patient was prescribed oxycodone sr, 10mg every 12 hours; levofloxacin, 500mg daily; metronidazole, 500mg three times daily; and docusate, 100mg twice daily. Midazolam 1mg/ml ij solution (acudose pull) was administered by the facility. The patient was going to follow up with his physician on (B)(6) 2011, and was scheduled for surgery on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.